Event description:
The user reported that during a saline infusion, a disconnection occurred between the drip chamber and the line. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.